Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that patient insulin pump alarm motor error. Customer's blood glucose at time of incident was unknown. Customer did not change the infusion set and tried to deliver insulin several times in the same infusion set. Customer insulin pump passed the displacement test and pump alarm no reservoir. Customer was advised that pump functions as designed. The customer blood glucose went high and he ended up in hospital.